Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the battery charge indicator was not illuminated. The device was not changed out, as user continued to use the unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.